Event description:
It was reported that a contact for the user asked whether the dexcom readings were functioning, confirmed a reading of 237 mg/dl, and requested assistance with a full supply change due to only two units of insulin remaining; the ilet was using a contact detach 23-inch 6 mm infusion set, and the agent guided a supply change and resumed insulin delivery without issue while the user¿s glucose was 185 mg/dl and trending down. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no need for emergency care. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device alarms and successful post-change insulin delivery, with no device malfunction identified; weight settings were noted as estimated and planned for update by the healthcare provider. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.